Event description:
A user facility reported to olympus that the power supply was not working and the light source would not switch on. The problem, as reported to olympus, was identified during preparation for use. The intended procedure, a hysterectomy/d & c was cancelled. The patient was anesthetised and prepared for the procedure; the anesthetic was reversed, the patient woken and taken to the recovery room. There was no patient injury, associated with the event, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to power unit failure. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the light source was turned off and unable to turn on due to a power converter unit failure. However, the definitive root cause of the power converter failure could not be determined. Olympus will continue to monitor field performance for this device.